Manufacturer narrative:
Track, ankle restraint strap.

Event description:
It was reported by service report that the stair pro had a broken track belt and was missing a foot restraint strap. No pt involvement or adverse consequences are reported.